Event description:
The robot was plugged into an outlet in the or. Once it was started, it was noted that the red light on the emergency button was on. The button did not appear to be pushed down. It was attempted to start registration; however, a communication error message appeared while trying to connect to the arm. The robot was shut down, unplugged, and restarted after again confirming the emergency button was not pushed down and twisting it up again to be sure. The light did not turn on when the robot was turned on and the case proceeded successfully. The resident noted that this happens every time he is at a rosa case and that the red light is always on when the robot is turned on.

Manufacturer narrative:
It was reported that the emergency button light was on with no apparent reason and then a communication failure occurred upon start of the device. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation the controller did not initiate. The device behaved as expected as the emergency button light w as on which showed that the controller needed to be rebooted. The issue occurred in 11% of cases on this device. A supplier non-conformity was opened and already analyzed the reported event. The issue was defined as acceptable due to the low number of occurrence and the weak impact on surgeries.

Manufacturer narrative:
UDI #: ((B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The robot was plugged into an outlet in the operating room. Once it was started, it was noted that the red light on the emergency button was on. The button did not appear to be pushed down. It was attempted to start registration; however, a communication error message appeared while trying to connect to the arm. The robot was shut down, unplugged, and restarted after again confirming the emergency button was not pushed down and twisting it up again to be sure. The light did not turn on when the robot was turned on and the case proceeded successfully. The resident noted that this happens every time he is at a rosa case and that the red light is always on when the robot is turned on.